Event description:
It was initially reported on (B)(6) 2010, that the pt was not able to hear the frequency of the beeps made by the pt's programmer. It was later reported that the pt experienced a shocking or jolting sensation during device stimulation. The pt also felt stimulation in the wrong location: from the arms down to the bottom of both feet, and in the ribs. It was stated that the symptoms began following a reprogramming performed on (B)(6) 2010. The pt further stated that moving the head also caused an uncomfortable change in stimulation. The pt was to return to the physician for "more troubleshooting" later in the week of (B)(6) 2010. No further details or pt outcome were provided. Additional info was requested, but not rec'd at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).